Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-28, lot# va0n9pl, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-28, lot# va0n9pl, implanted: (B)(6) 2015, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator moved down lower to her breast area. No patient harm was reported. There were no outcomes reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient had had an appointment on (B)(6) 2015 and had one scheduled for (B)(6) 2015. Patient was requested a wrist band saying they had dystonia.